Event description:
Pump was running without problems, then automatically jumps into a "pause" mode without touching the pump. Pump was running in a continuous mode at the time, during the "qa testing" process.